Manufacturer narrative:
The end-user described having leaned forward in the seating to reach for something on their kitchen counter. It was during this action that the footplates reportedly fell downward which allowed the end-user to lose their balance and fall out of the seating. The subsequent fall reportedly resulted in a radial fracture to the left tibia and fibula, necessitating medical intervention to address. Review of client file, and confirmation from end-user indicates the leg rest assembly not having received any routine service since device had been distributed over 5 years prior. The service provider reported having inspected the device and found the web belt, that secures the foot plate assembly to the leg rest for articulation during elevation, having severed. Further inspection shown the linkage designed to keep tension on the web belt having developed sharp edges on the sides of the roller. It is being determined the cause for the belt failure was sharp edge of roller, having developed over time, causing cuts in the belt material which eventually lead to material fatigue. The device has been repaired with new components, and re-delivered to the end-user. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
While the end-user was in their kitchen and reaching forward to gather something off the counter, the footplate assembly reportedly dropped down which caused the end-user to lose positioning and fall out of the seating. The fall resulted in an injury requiring medical intervention to address.